Manufacturer narrative:
(B)(4). Batch # t5e840. Device analysis: the analysis results found that a sr75 reload was received with the left gripping surface broken off, making the reload nonfunctional. No functional testing was performed due to the condition of the reload. The condition on the returned reload is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and proper loading. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.

Event description:
It was reported that during an open gastrectomy, the firing knob of a device loading the sr75 was stiff, so the device could not be fired at the first firing on the stomach. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.